Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of broken sear latch was confirmed during laboratory inspection. Pump module s/n: (B)(6) the "as-received" inspection found the device to have the manufacturer seal intact (this finding indicates the device has not been opened after leaving bd manufacturing or san diego repair center). It was noted device had sear broken. Rear case was noted to be damaged. All inspected parts were manufactured by bd. Pump module s/n (B)(6) : the "as-received" inspection found the device to have the manufacturer seal broken (this finding indicates the device has been opened after leaving bd manufacturing or san diego repair center). It was noted device had sear broken. Rear case was noted to be damaged. Door was noted to be damaged. All inspected parts were manufactured by bd. No event date was provided by the customer. However, the issue was reported to bd on 02 june 2025. The event time was not reported. The pcu and its logs were not returned for investigation, however a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and drug parameters. Pump module s/n (B)(6) : a review of the pump module error logs showed no records associated to the reported incident. The pump module was powered on attached on 28 may 2025 at 01:48 pm and was assigned channel a. At 01:57 pm, channel was selected and programmed an infusion with a rate of 75ml and a volume to be infused of 950ml. Infusion was started and immediately device alarmed for ¿safety clamp open/close door¿. Infusion was paused and then restarted and device alarmed for ¿safety clamp open/close door¿. Infusion was restarted and device alarmed for ¿safety clamp open/close door¿. Door was opened and infusion was restarted and device alarmed for ¿safety clamp open/close door¿. No further infusions were noted on this day. Pump module s/n (B)(6) : a review of the pump module error logs showed no records associated to the reported incident. The pump module was powered on attached on 02 june 2025 at 08:26 am and was assigned channel a. At 08:26 am, channel was selected and programmed an infusion with a rate of 50ml and a volume to be infused of 900ml. Infusion was started and immediately alarmed for ¿safety clamp open/close door¿. Infusion was restarted and device alarmed for ¿safety clamp open/close door¿. Door was opened and then channel was selected and device alarmed for ¿safety clamp open/close door¿. Pump module was powered off. No further infusions were noted on this day. Functional testing identified that when loading a primed infusion set the suspect devices alarmed for ¿safety clamp open/close door¿. After temporarily replacing sear latch with a good known sear, devices were retested and no further alarms or issues were noted. Bd alaris system user manual (v12.1.2) states: if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported broken sear latch is suspected to be due to the use of cleaners that are not on the alaristm system recommended cleaning products list. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices had door issue which is described as the door latch hitting the air in line sensor when pushed to the right and sometimes the sear latch breaks. Customer biomed admits that this can be a potential multi-factorial issue with unapproved cleaners and some abuse. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices had door issue which is described as the door latch hitting the air in line sensor when pushed to the right and sometimes the sear latch breaks. Customer biomed admits that this can be a potential multi-factorial issue with unapproved cleaners and some abuse. There was no patient involvement.